Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Reported by the complainant: patient was admitted into the hospital today for wound debridement. Patient's sacral coccygeal wound has increased in size from 5x4x2cm on (B)(6)2010 to 7.5x5.5x3cm as of today. Wound bed on (B)(6)2010 with 100% red non granular tissue. Wound was debrided prior to her admission to (B)(6) on (B)(6)2010. Wound bed as of today with approximately 75% yellow slough and 25% red non granular tissue. Kci's wound vac applied during hospitalization following wound debridement. Engenex started at (B)(6) following hospital discharge. Patient is (B)(6) female who receives dialysis. She is currently on IV antibiotics for vre. Patient is on a low air loss mattress and her appetite is fair.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.